Event description:
An initial event notification was received by united therapeutics drug safety on 29-oct-2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc, on 30-oct-2025. It was reported that, two weeks prior, one of the patient's remunity pumps did not alert them that a cassette change was needed and their pump had stopped working/infusing. The patient experienced an interruption in therapy for approximately 24 hours, but confirmed that they were able to resume their infusion after performing a cassette change. The same issue reportedly occurred on (B)(6) 2025, resulting in an additional interruption in therapy. The patient experienced headaches, as well as nausea/vomitting during both interruptions in therapy, and continued to experienced nausea and fatigue at the time the event was reported. It was further reported that the patient's second remunity pump had been "unusable" for a few weeks and had given multiple "errors' that were unable to be resolved; however, this event had not been previously communicated to the specialty pharmacy. The specialty pharmacy issued replacement remunity pumps to the patient. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.